Manufacturer narrative:
During inspection and testing, service found noise was generated in the image during up/down angulation and the image disappeared temporarily due to damage to the charge-coupled device. In addition, the electrical leakage test of the insertion section failed, the adhesive on the bending section was detached, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a defect in the image from the scope. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found noise was generated in the image during up/down angulation and the image disappeared temporarily. This report is being submitted for the malfunction found during evaluation (intermittent image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the image issue was caused by failure of the image sensor unit, a board inside the video connector, or a problem on the system side. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.